Event description:
A customer reported experiencing a low blood glucose event with the lowest level measured below 50 mg/dl, although the exact value was not known. Cause was not known. The customer consumed carbohydrates to address the low blood glucose. The customer was using a pump with the control-iq feature enabled during the incident. Technical support advised the customer to consult a healthcare professional to discuss factors affecting their blood glucose levels, which the customer acknowledged and understood.